Event description:
Litigation papers allege the patient suffered pain and excessive chromium and cobalt blood levels. Update rec¿d 12/5/2014 - medical records received. Patient revised to address acetabular loosening and malpositioning. History of periprosthetic bone fracture 2 days after implantation. Upon revision, bearing surface wear, effusion, metal toxicity, osteolysis, grayish stained tissue, cloudy white proteinaceous fluid, metallosis, and dense scarring were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 12/23/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.